Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump alarmed with a button error. The patient's blood glucose at the time of incident was 8.7 mmol/l. The customer stated that she has been treating her diabetes with her old pump instead of the one with the button error. The insulin pump will be returned for disposal and a replacement device was shipped to the customer.

Manufacturer narrative:
The insulin pump was received with intermittent button response and alarmed button error due to corroded keypad traces. The insulin pump was received with cracked case on the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked battery tube threads and cracked belt clip slot.